Manufacturer narrative:
Adding "emotional distress" for patient coding. Patient code: no code available (3191) used to capture the emotional distress.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. No device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. No device associated with this report was received for examination. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Wwcapa 00780 superseded by mdd CAPA-001226 was established regarding root cause and/or corrective actions. Reference: mdd CAPA-001226. Previous investigations that have included device history reviews since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection. Therefore, if lot codes are provided, no DHR (device history record) review or complaint database search for this individual asr component will be carried out at this time. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege on or about (B)(6) 2009 to the present, patient suffered the following personal and economic injury(ies) as a result of the implantation of the asr hip implant: cobalt and/or chromium poisoning, pain, cracking and popping in the left hip; constant pain, inability to lead a normal life, possible revision surgery, numerous follow-up doctor visits, anxiety, fear and other emotional damages. Bilateral patient. Doi: (B)(6) 2009 - dor: no revision reported at this time. (Right side). Doi: (B)(6) 2009 - dor: no revision reported at this time. (Left side). Update ad 16 jul 2018: (B)(4) has been re-opened under (B)(4) due to receipt of der. The patient was revised for an unknown reason. Patient had an s-rom femoral stem with an asr cup. The surgeon removed the head ball and cup, implanted a biomet cup/liner and used a depuy synthes head ball to match the s-rom 11/13 taper. Doi: (B)(6) 2009; dor: (B)(6) 2018; left hip. The manufacturing date, date of revision and reporter facility name were updated as well. An impacted product record for the stem was added (part: 999890333 k number: k070359).